Manufacturer narrative:
A visual analysis was performed on the returned product. The reported failure to advance was unable to be confirmed as it was related to procedural circumstances. The reported stretched tip coils and break of the barewire tip core were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no indication of a lot specific product quality issue. Based on the information provided, the investigation determined that the reported difficulties were related to circumstances of the procedure. It is likely that during the failed attempt to advance through the 90% stenosed lesion, the barewire tip became stuck in the stenosis and during removal, the tip stretched and the core broke, but was still held together with the tip coils which were returned severely stretched. Additionally, the noted damage to the distal end of the delivery catheter and filter assembly likely occurred during the failed attempt to cross the stenosed lesion. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during the procedure to treat the internal carotid artery with 90% stenosis, the barewire of the emboshield nav6 embolic protection system (eps) began to unwind [unravel] during advancement and the device failed to reach the lesion due to the anatomy. The core of the wire was intact, but the coils separated completely from the core but remained on the wire. A new emboshield nav6 eps was used to complete the procedure. There were no adverse patient effects. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.